Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown dose/concentration via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported the patient was due for a refill so they drove 3 hours to their healthcare professional (hcp) office. When they got there they informed the patient they no longer accepted his insurance and they did not fill the patients pump. The patient went to the hospital and tried to get it filled there. It was noted the patient had went to the ER a couple of days prior to (B)(6) 2014, over the weekend, as well. Another reason the patient had reportedly went to the hospital on the date of report, (B)(6) 2015, was because he was going through a small amount of withdrawal from his oral medications that had run out. The patient had started to "not feel well" about a couple days ago. They could not find a hcp to fill his pump. The patient's primary hcp was also trying to help him find someone who would fill his pump. The patient's refill date was the day prior, (B)(6) 2014, and they thought they had about a week before the pump would "go dry". Further information was then received on (B)(6) 2016 from a consumer. A change in therapy effect occurred; the patient's pump had been dry for almost 2 years and as a result his quality of life was "deteriorating". The patient had been unable to find a hcp to manage his pump. While there was no drug in the pump, the patient had been taking pain pills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.